Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of an electrogram, noise was noted on the patient's right ventricular lead. No noise was noted while isometric exercises were performed. Programming changes were made. On (B)(6) 2019, a new j-wire was unable to be advanced through the left subclavian vein due to stenosis. The entire pacing system was abandoned and a new pacing system was implanted on the right side. The patient was stable.